Event description:
The event was confirmed; the reliant balloon could not be inflated. The cause of the inflation difficulty was due to an unknown occlusion within the luer adaptor of the side port. The root cause of the occlusion could not be conclusively determined; however, most likely occurred during supplier manufacturing.

Manufacturer narrative:
Conclusion: manufacturing related.

Event description:
A reliant balloon was planned to be used as an accessory device for the endovascular treatment. It was reported that during preparation of the device, the reliant balloon was unable to fill with the salt solution. The physician removed the three way stopcock and was able to flush the device. Although the device was flushed, the physician decided to use another reliant balloon and successfully completed the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results, conclusion: device evaluation anticipated.